Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to detach from delivery system. The patient suffered from slight bleeding on the esophagus. This user placed another capsule to the patient successfully right after the first one failed. No further information was received.